Event description:
It was reported that the device was in backup vvi when an asymptomatic patient presented to the or for an eri change-out. The device was explanted and replaced with no complaints from the patient since.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during capacitor maintenance. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the power on reset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.